Event description:
Director of clinical services reported an overinfusion of nubain which occurred on a 6060 multi-therapy infusion pump during pt use. The physician order was nubain 1mg/hr, no bolus, open ended, in continuous mode, with a bag volume of 60 ml ordered. According to the director in 2005, the pump was programmed by the pharmacist and sent out of pt's home. The home care nurse called in to the pharmacist on call to review the prescription, and it was approved by both parties. The box was locked. At 300pm infusion started. At 400pm, the bag was empty and reported by the pt. The pt experienced no symptoms. The pharmacist advised the pt to go to the ER. The pt was monitored at the ER, no medication or treatment was given according to the pharmacist. At 930pm the pt was put on the same prescription on a different pump. The cassette was thrown out. The pump was brought back to the pharmacist. The box was not locked. The rate on the pump was changed to 125ml/hr. The amount in the right hand corner sait 1.3 and the rate in the left corner said 125 ml hr.